Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04718. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the returned needles and sutures were examined under magnification. No needle defects were noted. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. During the procedure, the needle pulled off the suture. The needle was removed and the procedure was completed with a like device. There were no adverse patient consequences.